Manufacturer narrative:
Pump received with cracked battery tube threads, broken reservoir tube lip, stained end cap sticker and stained address/serial number label. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was cracked. The customer stated that the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.